Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial# (B)(4), use by date: (B)(6) 2018, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the patient¿s blood pressure dropped and a perforation was identified. It was noted that during the implant procedure, one pull and hold dislodged the ipg; however, the others showed two or 3 tines were engaged. A pericardiocentesis removed approximately 500 cc of dark red fluid. The ipg remains in use. No further patient complications have been reported as a result of this event.